Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was" unable to reach set flow. Consistently pumps below flow, failed to reach minimum flow rate and total flow" during the preventive maintenance. There was no patient involvement. No additional information is available.